Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) mentioned they would charge the implanted neurostimulator(ins) up to 30% and the ins would stop charging at 30%. When the pt tried to reinitiate the charging session, the "batteries" screen would appear on the controller and display the controller charge at 70% and the ins charge at 30%, but the ins would not be recharging at all. The pt could not get "recharging excellent" once the ins had incremented to 30%. Issue had been occurring for "about a week now" and charging issue had become chronic. Pt said every time they would initiate a charging session of the ins, the controller would circle back to the "batteries" screen and the ins would not be charging. Then, today, the pt attempted to charge their ins and got the "no device found" screen over and over again when the recharger antenna was plugged in. Pt also attempted to connect wirelessly with the ins and got "no device found." During the call, the pt got the "no device found" screen and plugged in the recharger antenna. Pt pressed "recharge," but the screen displayed "connect the recharger" even though the recharger antenna was already plugged in. Pt attempted to unplug and plug in the recharger, but the screen did not change. The pt inspected the recharger antenna plug, but no damage was detected. The pt inspected the controller port and mentioned the very last pin looked different than the rest of the pins in the port. The patient was sent a replacement controller. No symptoms were reported. Pt called back stating they received their replacement controller but when they connect the recharger telemetry module (rtm), nothing happens as if the controller doesn't recognize that the rtm is connected. Pt also mentioned that it's hard to connect the rtm to the controller and when they connect the controller to the ac power cord, it connects as expected. The ins would only charge to 30% and then stop charging,and no device found displays most times when attempting to charge the ins. A replacement rtm was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 intellis recharger (s/n (B)(6) ) revealed that controller wont power on when recharger telemetry module (rtm) is plugged in. It was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.